Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the dermatome was snagging skin during the procedure. There was no harm involved and the delay was less than 7 minutes. An alternate device was used to complete the procedure. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product evaluation product review of the electric dermatome (B)(6) by dover on 20 april 2020 revealed that the unit was damaged on the head where the blade rides. This would not allow it to move freely. The motor was running below requirements and the dermatome did not meet the other test requirements. Product repair of the device was performed by dover on 20 april 2020 which included replacement of the following: head, motor, bearing, reciprocating arm, cord, switch additional repair included recalibration the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.